Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the check button on the infusion device does not function; therefore, the customer was unable to clear an e8 power interrupt error. No adverse event was reported. The alleged product was requested for evaluation.